Event description:
This report summarizes 33 malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 33 events were reported for this quarter. Product return status: 10 devices were received. 23 devices were evaluated based on historical data analysis. Additional information: 33 devices were not labeled for single-use. 33 devices were not reprocessed or reused.